Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsule contracture, baker grade unknown, and "patient's concern with the product". Device has been explanted.

Event description:
Healthcare professional reported left side capsule contracture, baker grade unknown, and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photographs for the device related to the reported events were reviewed. The patch information is not visible in the photographs. Visual analysis of the photographs identified red particles on the shell surface and a deformation. Due to the impossibility to perform a further analysis via device analysis performed via photographs, it is not possible to determine the cause of the event.